Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the device could not be detached as it was automatically ejected from the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the baseline lesion was in the middle cerebral artery (mca). The size was 5.6mm x 8.5 mm. Vessel tortuosity was minimal. No patient symptoms were reported. To resolve the issue on (B)(6) 2025 the doctor tried to detach manually. The devices were prepared as indicated in the instructions for use (IFU). The procedure was completed and the coil remains in the mca. The cause of the resistance was not determined. Two attempts were made to detach with the instant detacher. Two attempts were made to detach with the manual method. Prior to non-detachment, no issues were encountered. The pushwire was not damaged.